Manufacturer narrative:
No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. Insufficient information was provided to perform a complaint history search. This device is used for treatment. There was no information to support the compatibility of the biomet freedom liner and the zimmer trabecular metal revision shell. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Surgical notes were not provided. Relevant medical history and adherence to rehabilitation protocol are also unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that an (B)(6) female had post-operative issues after the use of trabecular metal shell. This report was initially submitted under the incorrect manufacturing number 0001822565-2016-04122.